Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronics. The pump was unable to verify display anomaly and perform displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of low blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 51 mg/dl. The customer declined to troubleshoot for low blood glucose readings. The customer stated that her pump started making a high pitched sound and the screen went blank. The customer stated that the screen took about 3 minutes to come back up. The customer stated that there is a crack where the battery goes in. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.